Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cut catheter is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated and a large circumferential split was observed in the catheter at the 49 cm depth marker, approximately 6.6 cm proximal to the distal end of the catheter. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surfaces were reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surfaces ¿ blood residue was seen on the sample which showed that the product had undergone at least some use in regard to trimming the catheter during the placement procedure, the product IFU states: ¿inspect cut surface to assure there is no loose material.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of redw3847 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the power PICC solo was inserted in imaging department, and reviewed weekly at infectious diseases clinic 4 wk. Treatment completed no issues. When removed at a different facility, nurse found that there was a split (circumference) about 5.5 cm from the tip of catheter about 20% attached.